Event description:
On 3/16/2006 the lay user/patient contacted lifescan (lfs) alleging the one touch meter would not power on. The medical affairs specialist (mas) was able to classify the cae based on the original info provided. On 3/16/2006 at 4:00 am the pt attempted to test his blood glucose level but the reported meter would not turn on. At that time, the pt had woken up feeling dizzy and sweating. The pt had obtained a blood glucose result of 99 mg/dl on the meter at 10:00 pm the evening before, on 3/15/2006. The pt took no action following the use of the meter, but he did call the home health nurse. The nurse arrived at the pt's home and gave the pt food. The nurse attempted to test his blood glucose level but was unable to do so because the meter would not power on. After ingesting the food, the pt felt better. The customer care advocate (cca) determined during the troubleshooting telephone call that the pt was using the correct test strips and the battery had been installed correctly. The cca also determined the battery was greater than one year old. According to the owner's booklet for this meter, the expected battery life is 1000 tests or approx one year. The cca talked the pt through reseating the battery, which allowed the meter to power on normally. The meter, test strips and control solution were replaced. The pt experienced symptoms of hypoglycemia and required medical treatment, and was unable to test his blood glucose levels due to the meter power issue. Therefore, this incident is being reported as an adverse event.